Event description:
It was reported that tip break occurred. An angiojet avx was used for thrombectomy procedure. During the procedure, the angiojet catheter had difficulty tracking over 0.035"during the initial pass. When withdrawing, we had difficulty in removing the tip from the entry site. After the tip was successfully removed, it was noted that the tip was cracked and kinked. Another angiojet avx catheter was selected for use, however, the tip also broke. The procedure was completed with another of the same device. There were no patient complications reported.